Event description:
Anchorage cp plate left foot (plp14341). The plate was broken through at the cp hole. The doctor removed the plate and screws on (B)(6) 2015. Rep also reported that there were no issues reported for the screws. The surgeon removed the plate and screws, fenestrated the 1st mtp joint, then packed it with stem cells and vitoss ba2x then refused it with (2) headless screws.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.